Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete UDI number and other specific product information. If additional information become available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring above 3000 ohms. No adverse patient effects were reported. This lead remains in service.